Event description:
Boston scientific received information that the pacing impedances of this right atrial lead had been rising gradually, but most recently were reported to be out of range. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information, this investigation will be updated.